Event description:
The patient's wife reported the patient passed away on (B)(6) 2015; the cause of death is unknown to the manufacturer. Attempts to obtain additional information from the patient's physician were unsuccessful.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.